Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported sensor errors and high blood glucose. Customer stated he received lost sensor alerts. Customer was using the sensor correctly. He no longer wears the sensor because he has no confidence in them. He was encouraged to try them again and call back if needed. Customer also reported that a couple of weeks ago, he started using new mio infusion sets and his blood glucose went high. Customer's blood glucose was over 600 mg/dl. He treated with manual injection. When customer removed the infusion set, the cannula was bent. Customer was advised that high blood glucose were often caused by site or set issues. He was reminded to do regular infusion set changes. Nothing further reported.